Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming failed battery test and the batteries are not lasting more than two days. The alarm history showed multiple low battery alerts since (B)(6) 2015 and two bad battery alarms. Customer stated he tried a new battery from another package and was still experiencing low battery life. Customer was advised that a battery cap replacement would be sent. The customer called back on (B)(6) 2015 and reported that the battery issues continued after replacing the battery cap. The failed battery test alarms did not reoccur but the batteries are only lasting 4 days. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.